Manufacturer narrative:
It was determined that this issue was an isolated service problem and not a product issue. The cracks observed were likely due to years of portable system operation. Customer admitted issue was likely due to years of old elevator doors that don't quite align with the floors.

Event description:
Noticed that the entire ui/lift assembly is loose in that there is excessive front to back movement between the ui/disk bay and the perspective bay.